Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that she was smelling insulin coming from her insulin pump for a couple months. However, the customer could not determine the source of the leak. No further information was provided.